Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced pain while inserting a new sensor on (B)(6) 2015. Patient's mother further reported that she took the patient to see an endocrinologist about the issue and the patient was prescribed a numbing gel that is used an hour before insertion of a new sensor. At the time of contact, the patient's mother did not report any injury or further medical attention.

Manufacturer narrative:
(B)(4).